Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed three assessed as surgical damage and an opening shell assessed as to unidentified (tear) opening (shell thickness within specification). Additional observations: crease flat observed in the device of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported left side " hole, non-specific" observed during explant surgery. Device has been explanted and replaced.